Event description:
It was reported that the patient with this pacemaker experienced posture pain that caused by the device. The patient was now pain free and talked to the hospital to perform manual patient-initiated interrogation. This pacemaker remains in service. No additional adverse patient effects were reported.